Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a footswitch was working intermittently during a procedure. The procedure was completed with the same equipment after wiggling the footswitch cable. There was no patient harm.